Event description:
Reference number (B)(4) event occurred in singapore. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2023. The patient stated that after inserting the infusion set, insulin was not entering the body during a bolus and a leak was observed at the abdominal site. The infusion set had been in use for less than one day. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 09-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09/mar/2026 against "lot number" "5352727" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5352727 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 09/mar/2026 against "lot number" criteria equal "5352727" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 5352727 was manufactured according to (B)(4) version 69 and manufactured in the m08 and m12 line on 24/may/2021 with a total of (B)(4) units. The sub-assembly: assembly lot 5353983 was manufactured according to the work instruction (wi) version 21 and assembled in the quickset line, on 24-may-2021, with a total of (B)(4) units. Lot 5343452 was manufactured according to the work instruction (wi) version 21 and assembled in the quickset line, on 25-may-2021, with a total of (B)(4) units. Lot 5351038 was manufactured according to the work instruction (wi) version 21 and assembled in the quickset line, on 07-may-2021, with a total of (B)(4) units. Review of the DHR showed that during outgoing inspection, a deviation (ccr idpd00052) was identified related to the implementation of a 2d barcode in lot 5352727. The DHR confirmed that all relevant tests required for the associated processes were completed and met the specified requirements. No additional deviations were identified, and no maintenance events were recorded that could be associated with the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 06-jul-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5352727. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.